Manufacturer narrative:
UDI related data quality updates only. This follow-up emdr is submitted to provide a statement regarding the lack of UDI number for the device related to this event. No UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured prior to 2015. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available. The investigation results have not been changed since the last emdr (mfg report number: 8010762-2023-00548).

Event description:
Complaint ID#: (B)(4).

Event description:
It was reported that the hl20 displayed the error message: "runaway" intermittently during routine check. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the hl20 displayed the error message: "runaway" intermittently during routine check. No harm to any person has been reported. A getinge field service technician (fst) was onsite for an investigation and repair on 2023-10-28. The fst was not able to reproduce the reported error message: "runaway". The fst checked and reset all connections of the pump. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. No exact root cause could be determined, because the failure could not be reproduced. With reference to the hl20 risk management file the most probable root cause could be determined as follows: (un)intended change of pump speed by e.g.: deactivated interventions / override by knob by display setting slave mode (controlled by master) the device in question was manufactured on 2018-05-15. The review of the non-conformities during the period of 2018-05-15 to 2023-02-21 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported error message: "runaway" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.